Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. Subsequent measurements were noted to be 1,000 to 1,900 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen in clinic one week later. No additional high out of range pacing impedance measurements were observed, however, lv pacing impedance measurements were noted to have doubled to 2.2 volts and resulted in intermittent capture. The programmed lead configuration was changed to ring to rv and threshold measurements of 1.5 volts was observed. Lv outputs were increased to 3.0 volts and monitoring will be continued. No additional adverse patient effects were reported.